Event description:
It was reported that "the device fell apart when opened." The procedure was completed successfully without any delay. There was no medical intervention and no adverse consequences associated with the event.

Event description:
It was reported that when opening the package of an introducer guide, "the device fell apart when opened." The procedure was completed successfully without any delay. There was no medical intervention and no adverse consequences associated with the event.

Manufacturer narrative:
An investigation has not yet been completed for this event. Once the investigation has been completed, a supplemental report will be filed.

Manufacturer narrative:
The complaint device was resterilized through stryker sustainability solutions' (sss) open-but-unused process. The device was returned with an unsealed pouch. A visual inspection of the device determined that the proximal end of the dilator was broken. Bio-burden was present on the returned complaint device. The DHR supports that the device was manufactured according to specification and did not leave sss with any visible damage. Based on the available material, the most likely root cause that could have contributed to the reported event is mishandling subsequent to distribution from stryker. (B)(4). The reported event is not occurring more frequently or with greater severity than is usual for the device.